Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Left hip. Patient had a #8 127 secur fit stem that subsided. Removed 44 bipolar component and stem, then implanted a #10 127 securfit stem with new 44 bipolar.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Left hip. Patient had a #8 127 secur fit stem that subsided. Removed 44 bipolar component and stem, then implanted a #10 127 securfit stem with new 44 bipolar.